Event description:
A talent stent graft device was successfully implanted into a pt for the endovascular treatment of a perforated thoracic aorta. It was reported the following day the pt had expired. The physician stated that the pt expired due to the complications from the perforation in the aorta. The perforation had been bleeding for approx four days prior to stent graft placement. The physician stated that the device performed as intended.

Manufacturer narrative:
(Perforation in the aorta, prior to stent graft placement), results & conclusion - death. Presented with a perforation in the aorta.